Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 99 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.006. Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm device was being used during a hip arthroscopy procedure on (B)(6) 2024, and ¿grasper used to retrieve the tip that fell off inside the patients hip during a hip arthroscopy¿. Further assessment found that "the tip fragmented off" (vs tip detachment), all fragments were retrieved and the patient was not injured. The procedure was completed with a new 50 degree probe and without delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm device was being used during a hip arthroscopy procedure on (B)(6) 2024, and ¿grasper used to retrieve the tip that fell off inside the patients hip during a hip arthroscopy¿. Further assessment found that "the tip fragmented off" (vs tip detachment), all fragments were retrieved and the patient was not injured. The procedure was completed with a new 50 degree probe and without delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.